Manufacturer narrative:
No button response due to corroded keypad traces. Unable to test for motor error alarms due to no button response. Motor passed motor test. Unit had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.